Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: customer reports additional blocked needles. " thank you! We continue to receive more blocked needles. I have a large bag full and adding to it every week. Just let me know what we should be doing. Thank you".

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: customer reports additional blocked needles. " thank you! We continue to receive more blocked needles. I have a large bag full and adding to it every week. Just let me know what we should be doing. Thank you".

Manufacturer narrative:
H6: investigation summary: samples for this complaint were sent by the customer; however, we are unable to locate them at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.